Event description:
A 24mm diameter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the pt had good anatomy and the deployment of the stent graft went well with successful exclusion of the aneurysm. However, it is reported that the stent graft was lower than it was initially placed due to a "runner pull down issue". Aortic cuff placement was not necessary. The pt is reported to be doing fine with no additional clinical sequelae.